Manufacturer narrative:
On (B)(6), 2021, mentor became aware that patient also experienced right side capsular contracture; baker grade IV in addition to left side deflation, and underwent bilateral explantation and replacement with mentor smooth 525ml filled to 630ml on the right side, and mentor smooth 525ml filled to 600ml on the left side on (B)(6), 2021. The following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - fields d6b for explantation date have been updated to (B)(6), 2021. - field h6 health effect - impact code ¿device explantation¿ has been added. - field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 525cc breast implant had a tear within a crease/fold on the anterior view measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 525cc mentor smooth round moderate profile and experienced left side deflation shown on the MRI and diagnosed by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.